Event description:
On 2/jun/2021, fresenius became aware this peritoneal dialysis (pd) patient on continuous cyclic pd (ccpd) therapy on the liberty select cycler was hospitalized with fluid overload. There was no specific allegation this event was related to a deficiency or malfunction of any fresenius device(s) or product(s) in the initial reporting. Upon follow up with the patient¿s pd registered nurse, it was reported this patient was hospitalized on (B)(6) 2021 for a foot ulcer due to diabetic neuropathy and fluid overload due to non-compliance with prescribed pd therapy. It was stated the patient¿s foot ulcer was unrelated to pd therapy. Additionally, prior to this hospitalization, the patient was having issues with their liberty select cycler requiring troubleshooting; however, the pdrn reported these issues would not have prevented successful pd therapy. The patient refused to troubleshoot the cycler with the pdrn and fresenius technical services. The patient opted to undergo manual pd treatments for an inadequate number of exchanges which directly attributed to the patient¿s fluid overload and hospitalization. The patient underwent a surgical amputation of their foot (exact date unknown) during this hospitalization. The patient was able to undergo ccpd therapy on a hospital provided liberty cycler for the duration of this admission. The patient was discharged home on (B)(6) 2021. It was confirmed the patient¿s foot ulcer leading to an amputation, fluid overload and the associated hospitalization were not due to a deficiency or malfunction of any fresenius product(s) or device(s). The patient is recovering from this event and continues ccpd therapy on the same liberty select cycler at home post-discharge.

Manufacturer narrative:
Clinical investigation: based on the available information, there is no indication of a serious injury, patient death, or other adverse event related to a fresenius product or other issue. It was confirmed the patient¿s foot ulcer leading to an amputation, fluid overload and the associated hospitalization were not due to a deficiency or malfunction of any fresenius product(s) or device(s). The patient's pdrn reported this patient's hospitalization for fluid overload was due to non-compliance with prescribed pd therapy. The patient was having issues with the liberty select cycler requiring troubleshooting; however, the pdrn reported these issues would not have prevented successful pd therapy. The patient refused to troubleshoot the cycler with the pdrn and fresenius technical services. The patient opted to undergo manual pd treatments for an inadequate number of exchanges which directly attributed to the patient¿s fluid overload and hospitalization. The patient is recovering from this event and continues ccpd therapy on the same liberty select cycler at home post-discharge. Plant investigation: no parts were returned to the manufacturer for physical evaluation. A records review was performed on the reported serial number. An investigation of the device manufacturing records was conducted by the manufacturer. There were no non-conformances, or any associated rework identified during the manufacturing process which could be related to the reported event. In addition, the device history record (DHR) review confirmed the results of the in-progress and final quality control (qc) testing met all requirements. The investigation into the cause of the reported problem was not able to be confirmed. A definitive conclusion regarding the complaint incident cannot be reached without a physical examination of the complaint device.

Event description:
On (B)(6) 2021, fresenius became aware this peritoneal dialysis (pd) patient on continuous cyclic pd (ccpd) therapy on the liberty select cycler was hospitalized with fluid overload. There was no specific allegation this event was related to a deficiency or malfunction of any fresenius device(s) or product(s) in the initial reporting. Upon follow up with the patient¿s pd registered nurse, it was reported this patient was hospitalized on (B)(6) 2021 for a foot ulcer due to diabetic neuropathy and fluid overload due to non-compliance with prescribed pd therapy. It was stated the patient¿s foot ulcer was unrelated to pd therapy. Additionally, prior to this hospitalization, the patient was having issues with their liberty select cycler requiring troubleshooting; however, the pdrn reported these issues would not have prevented successful pd therapy. The patient refused to troubleshoot the cycler with the pdrn and fresenius technical services. The patient opted to undergo manual pd treatments for an inadequate number of exchanges which directly attributed to the patient¿s fluid overload and hospitalization. The patient underwent a surgical amputation of their foot (exact date unknown) during this hospitalization. The patient was able to undergo ccpd therapy on a hospital provided liberty cycler for the duration of this admission. The patient was discharged home on (B)(6) 2021. It was confirmed the patient¿s foot ulcer leading to an amputation, fluid overload and the associated hospitalization were not due to a deficiency or malfunction of any fresenius product(s) or device(s). The patient is recovering from this event and continues ccpd therapy on the same liberty select cycler at home post-discharge.